Event description:
It was reported that prior to use with the bd preset¿ arterial blood collection syringe, there was foreign matter in the needle. There was no patient impact. The following information was provided by the initial reporter, translated from chinese: before the nurse opened the package before collecting arterial blood, the examination revealed a black foreign body in the needle.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: material #: 364314. Lot/batch #: 2207930. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that prior to use with the bd preset¿ arterial blood collection syringe, there was foreign matter in the needle. There was no patient impact. The following information was provided by the initial reporter, translated from chinese: before the nurse opened the package before collecting arterial blood, the examination revealed a black foreign body in the needle.